Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak at the pump segment was discovered while the set was attached to the patient. There was no patient harm.

Event description:
The customer reported a leak at the pump segment was discovered while the set was attached to the patient. Received a copy of the customer's medwatch report from the FDA which states, "leaking around pump as noted. Pump segment of tubing was examined and noted to have a small leak just inferior to the superior blue pump connector. It is unknown how long the medication was hung when this leak was noted. There was no patient impact. Tubing was retained. A location of critical care and an incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Event description:
The customer reported a leak at the pump segment was discovered while the set was attached to the patient. Received a copy of the customer's medwatch report from the FDA which states, "leaking around pump as noted. Pump segment of tubing was examined and noted to have a small leak just inferior to the superior blue pump connector. It is unknown how long the medication was hung when this leak was noted. There was no patient impact. Tubing was retained. Photograph of site attached to this report." A location of critical care and an incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked at the pump segment was confirmed. During visual inspection it was observed that the silicone segment had a tear near the upper fitment. During functional testing a leak was observed from the damaged area. No crush marks were observed at the upper fitment. The root cause of the customer's report was user error (set misload).

Event description:
The customer reported a leak at the pump segment was discovered while the set was attached to the patient. Received a copy of the customer's medwatch report from the FDA which states, "leaking around pump as noted. Pump segment of tubing was examined and noted to have a small leak just inferior to the superior blue pump connector. It is unknown how long the medication was hung when this leak was noted. There was no patient impact. Tubing was retained. Photograph of site attached to this report." A location of critical care and an incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.